Event description:
It was reported that several ventricular tachycardia (vt) and fast ventricular tachycardia (fvt) were observed with the implantable cardiac monitor (icm) device which are consistent with oversensing. Therefore changes in the icm device sensitivity value will be made to make the device less likely to oversense. The icm device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.